Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 24jan2019. International UDI: (B)(4). The customer was instructed to calibrate the touchscreen and the issue was resolved. The device passed performance verification testing and was returned to service.

Event description:
It was reported that the touchscreen on the unit was unresponsive. There was no patient involvement. The event date was not specified; estimate used.